Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10cf2. In the event reported, it was stated that there was spots in image, objective lens broken. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint.